Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance, reaching measurements of 145-149 ohms. Reportedly, the ICD also delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response in 2021. Defibrillation threshold (dft) test was performed in-clinic and the arrhythmia was successfully terminated. The shock impedance also returned to in-range values. The ICD longevity was observed to have reached elective replacement indicator (eri) status, and the device was explanted and replaced. The rv lead was kept in service and when connected to the new device, the shock impedance showed normal values, so the clinic will continue to monitor the patient. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance, reaching measurements of 145-149 ohms. Reportedly, the ICD also delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response in 2021. Defibrillation threshold (dft) test was performed in-clinic and the arrhythmia was successfully terminated. The shock impedance also returned to in-range values. The ICD longevity was observed to have reached elective replacement indicator (eri) status, and the device was explanted and replaced. The rv lead was kept in service and when connected to the new device, the shock impedance showed normal values, so the clinic will continue to monitor the patient. No additional adverse patient effects were reported.